Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Implanted date is 'month and year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 19 years and 11 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic stenosis with severe aortic regurgitation, a mean gradient of 32mmhg, and a peak gradient of 40mmhg. It was also reported that the patient was in new york heart association (nyha) class ii heart failure. No additional adverse patient effects were reported.